Event description:
It was reported that the handpiece overheated. At this time, it is unk if there was pt involvement or adverse consequences associated with this event. Multiple attempts to gather additional info from the customer were unsuccessful.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval. Based on the investigation details, the likely cause was problems with the gear train grinding and worn bushing, which were each replaced along with other components.